Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) turned sideways about one year ago and caused discomfort. It hurt more when the pt was in a seated position. The pt also experienced a bladder infection which cleared up recently. The pt reported 50% relief, but reported she did not feel a stimulation sensation. The pt underwent two revisions, one due to the ins movement and one due to a lead break.